Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow up questions. The following complaint was classified based on information obtained from lfs customer service. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultramini meter is giving inaccurate high reading of "150 mg/dl" compared to normal reading/feeling. The patient manages his diabetes with self adjusting insulin. The alleged inaccurate reading was obtained at around 2 pm on the day the patient contacted lifescan. The patient did not take any action based on the alleged reading. Within 10 minutes, the patient reportedly developed symptoms described as "leg shaky and weak, and feeling dizzy". There was no allegation of treatment for severe hypoglycemia or hyperglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. Replacement products were sent to the patient. During troubleshooting, control solution result failed. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be associated with hypoglycemia after obtaining an alleged inaccurate high reading on the lfs meter.